Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous circumflex (cx). A 2.5x12mm maverick balloon was inserted and advanced to the distal cx. The balloon was inflated to 6 atms for 33 seconds and then inflated a second time to 6 atms for 30 seconds. The maverick balloon was removed and a 2.5x28mm non bsc stent was inserted, but was unable to cross the lesion. The stent was removed and the 2.5x12mm maverick balloon was inserted to predilate the lesion again. The non bsc stent was inserted again, but was still unable to cross the lesion and the stent was removed. A 2.50x20 taxus express2 drug eluting stent (des) was then inserted. Numerous attempts were made to cross the lesion without success. While removing the des, the stent dislodged from the balloon. The sheath and guide were removed, and the des was found lodged in the sheath. A left coronary angiography was performed and the procedure was completed. No pt complications were reported with the pt's current condition listed as "ok". Medications: fentanyl: 25mcg, angiomax: 250mcg, nitroglycerin: 250mcg, 500mcg, 300mcg, 200mcg, aspirin, plavix, benadryl, valium, mucomyst, prednisone.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Based on this analysis, the most probable root cause can be attributed to operational context.